Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a damaged lancet holder issue with her one touch lancing device. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient reported that the alleged issue with the subject lancing device began on an unspecified day "6 months" ago. She stated that she manages her diabetes with metformin and due to the alleged issue "6 months ago" she stated that she had less food and/or drink. The patient claimed "1 week" after the alleged issue started she felt "dizzy and vomited." In response to her symptoms, "6 months ago" prior to contacting lfs, she visited her doctor's office, where she received treatment in the form of insulin and an oral medication, unknown name (35 mg). He could not recall the glucose result obtained at the clinic, but he said it was "high." There was no another device available at the time of the concern. During the initial call with customer service, the agent noted that the patient had been using the product for 2 years and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.